Event description:
Approximately 17 months following cypher stent placement, the patient returned for follow up. Fluoroscopy revealed a stent fracture with no restenosis. It is unknown if further intervention was reuired. The indication for the index procedure is unknown. The target lesion was identified as the mid left anterior descending artery (mlad). No vessel/lesion characteristics are provided. The lesion was pre-dilated with a 2.0 x 20mm cross sail balloon at 12 atms for 30 seconds. The 2.75 x 33mm cypher stent was deplopyed at 14 atms for 30 seconds. It is unknown if post-dilatation was performed.